Event description:
It was reported that insulin gauge displayed an amount different than expected, with the pump showing a static fill estimate of 55 units despite insulin being delivered. There was no reported adverse impact to the customer's blood glucose level. Technical support educated caller that this issue can occur due to a large variance in measured pressures used to calculate the insulin amount. Once the insulin amount equals the static number, the estimate would begin counting down normally. Caller understood and acknowledged this explanation.